Event description:
It was reported that during reprocessing the da vinci si surgical pk dissecting forceps instrument cable was noted to be frayed in a loop. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument had a frayed a pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.